Event description:
The customer reported a frozen screen on the central monitor. No action from the keyboard or mouse. Date and time fixed. One alarm rang from the bedside, but no alarm has been transmitted to the central monitor. The problem was solved by a reset.